Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to visualize essure device.') In an adult female patient who had essure (batch no. 904750) inserted for female sterilisation. The patient's medical history included bleeding intermenstrual, endometrial polyp and muscle cramps. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total apractic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 as per mr. Right: 1 coils left: 3 coils. Concerning the injuries reported in this case, the following event was described in patient's medical record : device dislocation. Lot number: 904750; manufacturing date:2011/09; expiration date:2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to visualize essure device.') In an adult female patient who had essure (batch no. 904750) inserted for female sterilisation. The patient's medical history included bleeding intermenstrual, endometrial polyp and muscle cramps. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total apractic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 as per mr. Right: 1 coils left: 3 coils. Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record received: event injury nos was updated with device dislocation. Lot number, reporter information and medical history was added. Case was medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.